Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident shell was reported. Conclusion: clinician review of the provided records indicated the root cause of the dislocation to be malposition of the associated femoral stem. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient was revised for dislocation. Dr. (B)(6) did his primary hip replacement. Dr. (B)(6) did his revision surgery. Dr. (B)(6) noted metal debris after removing the head. He then converted to a mdm liner.

Event description:
It was reported that patient was revised for dislocation. Dr. (B)(6) did his primary hip replacement. Dr. (B)(6) did his revision surgery. Dr. (B)(6) noted metal debris after removing the head. He then converted to a mdm liner.